Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
We did not get any information regarding this complaint.problem description, logs, service report, date of event and the status of the ventilator requested several times. Due to lack of information, the root cause of the reported event can not be found. H3 other text : 4119.

Event description:
It was reported that the ventilator had an issue. No more information was available. There was no patient harm reported. Manufacturer's ref. #: 838268.